Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent mesh revision on (B)(6) 2008.

Manufacturer narrative:
It was reported that the patient concurrently underwent laparoscopy, tah, and bso.

Event description:
It was reported that the patient concurrently underwent laparoscopy, tah, and bso.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to urinary incontinence. The patient experienced pain, erosion, exposure, recurrence, and dyspareunia. It was reported that patient underwent mesh removal on (B)(6) 2009. (B)(4).